Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with no damaged to the spring lockout tab; it is possible that the device's firing stroke was interrupted. The returned device was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the instrument cut, but tissue was not closed. Procedure was changed from laparoscopic to open. Pt is in good condition.